Manufacturer narrative:
H6: investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer and confirmed that the issue got cleared by itself and never occurred. This is an unconfirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was unable to be determined. See h10.

Event description:
It was reported that while running bd bactec¿ fx, instrument top, packaged a false positive result was obtained. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from japanese to english: false positives occurred.

Event description:
It was reported that while running bd bactec¿ fx, instrument top, packaged a false positive result was obtained. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6): false positives occurred.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.